Event description:
Mckinley medical rec'd a copy of a medwatch report from the user facility in 12/12/00. The report states that a pt was receiving rviia by continuous infusion in 8/00. The infusion-pump battery and drug reservoir were to be replaced every 24 hours. 3 days later, the nurse changed the reservoir, tubing-set, and battery. The settings on the pump were verified and it appeared to be functioning correctly. About 24 hours later, the nurse changed the reservoir and noted the pump was running and the display showed that infusion was near complete. When she opened the pump cover, the infusion reservoir was still full. The pt had gone 24 hours without receiving factor. The next day the pt required surgical intervention. F/u communication with staff at the user facility, was conducted in 12/2000. The staff person stated that the pt required surgical intervention to drain fluid from the knee-surgery site. Factor to prevent clotting was not rec'd due to the alleged pump malfunction.